Event description:
It was reported that the patient had a pump stall on (B)(6) 2011 with a tube set error message noted in the logs 48 hours later. There was no motor stall recovery was noted. The patient experienced underdose and withdrawal symptoms. It was reported that the patient was "very ill" and unable to attend his appointment. The patient was seen in clinic on (B)(6) 2011. The patient was being managed with "orals" until a pump replacement could be done; the replacement was pending insurance approval. The medications being delivered via the device were baclofen and dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).